Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one 10fr hickman t/l catheter was returned for evaluation and three electronic photos were provided for review. The photo shows a partial view of the catheter implanted into a patient's body. Suture can be noted near the catheter tube. The other photo shows a partial view of the catheter implanted into the patient's body in which blood can be noted below the hub area. The returned sample shows a complete diagonal break on the distal end of the catheter. Upon infusion, a leak from the c-shaped break on the distal end of the extension leg was observed while no water exited the distal end. Aspiration was attempted and was unsuccessful as only air returned to the attached in-house syringe. Therefore, the investigation is unconfirmed for the reported fracture, material separation and hole issues. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B3, g3, h6 (method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a chronic catheter placement procedure using the hickman catheter. Post the procedure, the line was allegedly fractured at the mid of the clavicular region. It was further reported that the line was allegedly split inside the patient at the mid clavicular area. The device was removed on (B)(6), 2025. The current status of the patient was unknown.

Event description:
On (B)(6) 2025, a patient underwent a chronic catheter placement procedure using the hickman catheter. Three weeks post chronic catheter placement, the line was allegedly fractured at the mid clavicular region. It was further reported that the line was allegedly split inside the patient at the mid clavicular area. The device was removed on (B)(6) 2025. The current status of the patient was unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one 10fr hickman t/l catheter was returned for evaluation and three electronic photos were provided for review. The photo shows a partial view of the catheter implanted into a patient's body. Suture can be noted near the catheter tube. The other photo shows a partial view of the catheter implanted into the patient's body in which blood can be noted below the hub area. The returned sample shows a complete diagonal break on the distal end of the catheter. Upon infusion, a leak from the c-shaped break on the distal end of the extension leg was observed while no water exited the distal end. Aspiration was attempted and was unsuccessful as only air returned to the attached in-house syringe. Therefore, the investigation is confirmed for the reported restricted flow rate and identified catheter burst issues. However, it is unconfirmed for the reported fracture, material separation and hole, issues as more specific damage burst issues were identified during investigation and inconclusive for the stretched and bulging issues as the sample evaluation results indicating no difficulty/issue under laboratory conditions may not be representative of the condition of the device during use. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a chronic catheter placement procedure using the hickman catheter. Post the procedure, the line was allegedly fractured at the mid of the clavicular region. It was further reported that the line was allegedly split inside the patient at the mid clavicular area. The device was removed on (B)(6) 2025. The current status of the patient was unknown.